Event description:
On (B)(6) 2011, the pt reported that the buttons of his infusion device were not responding. He changed the battery and was unable to resolve the issue. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.